Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a vizigo sheath and the black plastic part of the tip appeared 'split'. This was noted after the device had been introduced into the patient. An abbott, brk transseptal needle 98cm was used. No resistance was noted between the devices or against vasculature. No fragments were generated. The sheath was replaced. The procedure was completed. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).